Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the valve of a rd900 neopuff infant resuscitator was faulty. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Section d4: lot # and primary unique device identifier were requested but not provided by the customer. Method: the subject rd900 neopuff infant resuscitator was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer and our knowledge of our product. Results: the customer reported that the valve of the rd900 neopuff infant resuscitator was faulty. Conclusion: without the subject device, we are unable to determine the exact cause of the reported fault. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.

Event description:
A healthcare facility in south carolina reported that the valve of a rd900 neopuff infant resuscitator was faulty. There was no reported patient involvement.